Manufacturer narrative:
This report is only to correct the become aware date as we have received confirmation of the correct date.

Event description:
It has been reported that the AED did not pass the self diagnostic check.